Event description:
During an in-clinic follow-up, noise that resulted in over-sensing was observed on the right ventricular (rv) lead. Provocative testing was performed and the noise was reproducible. No additional intervention has been performed. The patient was stable and will continue to be monitored.